Manufacturer narrative:
Device analysis not available at the time of this report. A follow up report will be sent when analysis is complete.

Event description:
The hcp reported the pt was experiencing increased pain. The pump was found to be in the "stopped pump mode" and was explanted after an implant duration of 48 months. It was replaced and returned to the MFR for analysis. A follow up report will be sent when additional info is received.